Event description:
It was reported that during a da vinci-assisted surgical procedure, a portion of the white piece located in the jaws of the instrument broke off in the patient. The fragment was retrieved during the same procedure. The procedure was completed as planned.

Manufacturer narrative:
The harmonic ace instrument was returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer-reported complaint. The instrument was found to have a portion of the teflon pad missing. The missing piece measured approximately 0.054" x 0.099" and was not returned.